Event description:
It was reported that a patient was experiencing an increase in seizures recently. Interrogation of the patient's vns device indicated the eri status was yes. The patient was to be referred for generator replacement surgery. Additional information received revealed that the patient's seizures generally occur around her menstrual cycle historically and these seizures occurred during the patient's menstrual cycle. The seizures could potentially be related to the end of service of the generator; however, given that the patient was on her menstrual cycle, the exact cause of the seizures is unknown. The relationship of the seizures to baseline levels is unknown; however, vns was said to be very beneficial for the patient. There were no programming or medication changes prior to the onset of the seizures. The generator was explanted and replaced; however, the product has not been returned to the manufacturer for analysis.

Event description:
The explanted generator has been returned to the manufacturer for analysis. Device evaluation has not been completed at this time.

Manufacturer narrative:
Analysis of programming/device diagnostic history and battery life calculation performed.

Manufacturer narrative:
Initial report did not include information received via clinic notes on (B)(4) 2011. The information has been included on this report.

Event description:
Product analysis of the explanted generator has been completed. While the device was not at end of service, the elective replacement indicator was set to yes. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Corrected data: additional information received revealed that the generator information initially provided was incorrect. The information has been corrected on this report.

Event description:
Additional information received via clinic notes dated (B)(6) 2011 reveal that the patient has not had any seizures, only one aura which is not unusual for the patient.